Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 06-oct-2020 that occurred in the operating room during use in the united states. The reported complaint that "the accessory did not exit the endoscope distal tip on the elevator. The accessory (22 gauge needle) exited the distal tip on the side of the elevator not in view of the endoscopic camera or ultrasound.", involving pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned video ultrasound gastroscope was received by pentax medical for evaluation on 13-oct-2020. The gastroscope was inspected by pentax medical service under service order (B)(4) and the service technician documented the following inspection findings on 20-oct-2020. Leak at biopsy channel (large/ primary) inlet side, failed dry leak test, ultrasound connector cable dent/ crush, failed wet leak test, umbilical cable bump at pve side. The gastroscope underwent repairs including the following components: o-rings and seals, operation channel, bending rubber, o-ring (1.8x19.8). On 23-oct-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-20-100093, the DHR review confirmed the endoscope was manufactured on 09-may-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-may-2014. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 28-may-2014. The video ultrasound gastroscope is awaiting repair and approved by final qc as of 05-nov-2020.

Manufacturer narrative:
Evaluation summary: when the needle is bent, the needle does not get on the elevator and the forceps cannot be lifted. Correction information g6: follow up #1 h2: type of follow up additional information h6: coding changed based on the investigation result. H7: remedial action.